Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the flap to looked abnormal during flap creation. The treatment was stopped. This issue occurred on the next two patients so the surgeon decided not to perform the other treatments scheduled that day. The three patients had surgery completed on another day. There was no patient harm reported. Additional information provided states that the surgeon did not try to lift the flap.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During technical onsite visit the field service engineer (fse) confirmed fundamental energies differ too much. The fse adjusted mld loop (laser head oscillator diode current set point). The system meets specification per service installation record. The root cause is an need of performing mld loop. The manufacturer internal reference number is: (B)(4).